Event description:
Disposable nova sure list number (B)(4), lot 11f16ra, exp 07/2012 failed to activate after 4 attempts. A second unit was opened (same item number, lot and exp number) and the unit activated on the first attempt. (B)(4).